Event description:
The reporter stated that 3 out of 4 inhalers do not work. They are not giving full doses. The devices sprays less medications as she keeps using them. She also stated that they are powerful in the beginning but gets less efficient in delivering medication as she kept using them. She also suffered withdrawal symptoms from steroids and has breathing problems too. The report captures qvar readihaler # 3. Pt: 4464, 4581. Device code: 3005. Ref: mw5189506, mw5189507.